Manufacturer narrative:
510k provided. An event regarding infection and revision surgery involving an unknown exeter shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review:no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Procedure: the patient had left hip replacement history outside cors scope. There was periprosthetic joint infection. Patient underwent two-stages revision arthroplasty (B)(6) 2019.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Procedure: the patient had left hip replacement history outside cors scope. There was periprosthetic joint infection. Patient underwent two-stages revision arthroplasty (B)(6) 2019, (B)(6) 2019.